Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was complete loss of pulsatility with each lesion. Due to lactate and dependency on levophed, the decision was made to leave the impella overnight to cool the patient off with potential explant the next day. The peel away was removed and repo was advanced. The device was secured in place. Some bleeding was noted around repo. Perclose was tightened and surgicel was applied to the site. Good pulse present. During support, it was reported that the patient was stable. However, the patient had an unexpected arrythmia and went asystolic and expired on support.